Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of a screw driver broke off during surgery while removing a previously-implanted competitive product. The tip was recovered from the patient. The procedure was completed using an alternative driver. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver bit was evaluated. A portion of the tip was found to have fractured off and the remaining portion was found to have twisted. Based on the location of the tip fracture, the cause is likely attributed to an incomplete seating between this driver bit and the competitive screw it was used to remove. The manufacturing records were reviewed and there were no indications of manufacturing issues which would have contributed to this event.